Event description:
The pt had pain during the placement of the abutment. The pt received another implant near this one, the other implant had no problems. It is still in the pt's mouth and doing very good. Dr elected to removed the implant with pain.